Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained when run in duplicate on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated twice in duplicates on an alternate advia centaur xp instrument, both resulting lower than the initial result. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tni-ultra result.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site and evaluated the instrument. The cse discovered that the re-suspend syringe was leaking and replaced it. The cse also replaced the aspirate 1 pinch valve and dispense port 2 aspirate syringe. The cse primed the system and cleaned the luminometer. The cse ran a dark count, with and without a cuvette, both of which were acceptable. The cse also ran calibrations and quality controls on multiple assays, precision testing and patient samples, all of which were acceptable. The cause of discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.